Manufacturer narrative:
H3. Analysis of the implantable neurostimulator (s/n: (B)(6)) identified that the balseal connector was damaged in the connector port. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that there was high impedances on mirror 3 (of 4) contacts bilaterally on first testing on-table.  After wiping dry and suctioning of headers and reinserting wires, all of channel 2¿s contacts returned to normal (green) but not channel 1¿s. This remained so in spite of repeating this troubleshooting maneuver a number of time. They replaced the implantable neurostimulator (ins) and all impedances returned to normal on first testing, resolving the issue. The healthcare provider (hcp) suspected either the ins may have been faulty, or had permitted fluid/blood ingress into the headers which could not be cleared in it¿s channel 1. There were no known environmental/external/patient factors that may have led or contributed to the issue. The issue was resolved.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.